Event description:
Rptr had bilateral implants implanted in 10/80. Right implant rupture disclosed 7/93 by ultra-sound. It had been ruptured a long period of time. Left implant had loss of gel but unruptured. Rptr is ill and unable to work. She experiences joint pain, burning in back, check and hands, raynaud's syndrome, fibromyalgia, chronic fatigue, chronic infections, sinus problems and memory loss. Implants removed 9/13/93.